Event description:
It was reported that the right atrial (ra) lead was found to be dislodged. Fluoroscopy confirmed that the ra lead was dislodged. The ra lead was explanted and replaced. The patient was in stable condition.